Event description:
It was reported patient underwent total hip arthroplasty on (B)(6), 1996. Subsequently, patient was revised on (B)(6), 2012, due to wear of the acetabular liner. The acetabular liner and femoral head were removed and replaced. The stem and cup were noted to be well fixed and remain implanted. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Expiration date, manufacture date.